Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: sp1a.210812.016.g970usqu9ixe1 smartphone hardware: sm-g970u cgm sensor type: unspecified

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600mg/dl while wearing the pod. Symptoms reported include hyperglycemia, throwing up, hot and cold, shaking and sweating, no sense of location or actions. The patient was treated with potassium, sodium chloride, insulin on drip. The patient was released three days later. The pod was worn when seeking medical attention. It was noted by the patient that he has a traumatic brain injury and doesn't recall information well, and that he hasn't always been consistent with his diabetes care.